Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device has a co2 problem. It is unknown if there was any patient involvement.